Event description:
It was reported that 10 of the bd ultra-fine¿ insulin syringes scale was out of alignment. The following was received by the initial reporter: this report is about scale misalignment. The top one scale was out of alignment.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2234021. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd ultra-fine¿ insulin syringes scale was out of alignment. The following was received by the initial reporter: this report is about scale misalignment. The top one scale was out of alignment.